Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was reported as &#49429;e to the pd solution not heating&#55336;no further detail was provided). It was not reported if the patient was hospitalized for the event. On an unreported date, the patient began treatment for the peritonitis with unspecified drugs, administered intraperitoneally, (doses and frequencies were not reported). On an unreported date, the peritonitis was resolved and the patient was recovered from the event. At the time of this report, dianeal therapy was ongoing. No additional information is available.